Event description:
During a 2 site stereotactic guided breast biopsy, it appeared that the driver for the hologic brevera biopsy system malfunctioned. The driver made a loud backfire noise and the needle/probe spun from 8 o'clock to 4 o'clock. No further specimens could be obtained and could not lavage the biopsy area. The brevera unit was signaling "driver error." The probe/needle was removed from the patient and the driver was detached from the brevera. The introducer was removed. Hologic field engineer evaluated the brevera unit the following day and was unable to determine anything wrong with the unit. He replaced the driver even though he could not duplicate the error. He also stated that the "driver error" message received was a "blanket" error that stops the procedure but did not necessarily mean that there was a driver error. The hologic field engineer believed that the tissue may have been dense and the probe/driver struggled with cutting through this and that possibly a gear broke on the probe. The probe was not retained. Per biomed, service was completed. Device was functioning normally, the fault happened with the disposable driver. All functions passed.